Event description:
It was reported to lifecell that the strattice device presented an unfamiliar foul odor after the product was placed in a saline bath. The physician elected not to use the product and completed the procedure using another like device. There was no serious injury to the patient, but lifecell is reporting this as an out of box failure with the potential to contribute to a serious injury if another device was not available for use.

Manufacturer narrative:
Method of evaluation: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of evaluation: review of the device history records revealed no deviations associated with the production of lot s11107. The product met acceptance criteria for qc release. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There were no deviations or nonconformities related to the event. There was no report of breach of packaging, or temperature excursion. To date, no other complaints have been reported to lifecell against lot s11107. To date, of the 227 devices processed for lot s11107, 104 devices were distributed with a report of 1 implanted device. Conclusion: the device was returned to lifecell in a container of formalin, so no unpleasant (or unexpected) smell was detected upon examination. The device was normal in appearance. There were no observations of thickness variation, discoloration, inappropriate handling or material decomposition. It was also noted that the device had been marked with surgical dye and contained four anchoring suture holes that are consistent with graft preparation prior to implantation. It is unlikely that this level of preparation would occur if a foul odor was detectable at the time of rinsing.